Event description:
It was reported that the device intermittently locked up during user test with the therapy cable and was not available for use. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control provided the customer technical assistance. The reporter was able to power off the device initially during the user test failure but the device remained at the self-testing in progress screen during a subsequent boot up and the biomed had to remove the battery to turn off the device. The biomed waited a few minutes and reinstalled the battery to observe normal device operation. Proper device operation was observed during subsequent testing and the device returned to service for use. The device was not returned to physio-control for analysis. A conclusive cause of the reported intermittent lock up issue could not be determined.

Manufacturer narrative:
Additional information: the customer provided the device serial number during subsequent follow up. Serial number section has been updated with additional information.